Event description:
It was reported that resistance was met while advancing the stent to the lesion site. The sds was removed and the stent was lost in the left main. The physician was able to snare the stent(implant) and remove it. Reportedly there was no pt sequelae related to this event.